Event description:
One pt sample with discrepant tsh results. Initial result gave 100 uiu/ml; repeated by a different analyzer-different methodology gave 8 uiu/ml. No adverse events reported in association with the results. If additional info is received, appropriate notification will be provided.